Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain, pain') and autoimmune disorder ('autoimmune diseases') in a (B)(6) female patient who had essure (batch no. 686078, 646507) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device placement issue "trailing coils: right- 0". The patient's previously administered products included for an unreported indication: birth control pill from 1998 to (B)(6) 2010 and yasmin. Past adverse reactions to the above products included contraception with birth control pill; and mood altered with yasmin. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2010 for joint pain and nausea. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced fatigue ("fatigue"), 3 months after insertion of essure. In (B)(6) 2010, the patient experienced nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"). On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and arthralgia ("joint pain"). On (B)(6) 2012, the patient was found to have weight increased ("weight gain / weight gain / loss (specify which one) weight gain"). On (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), dyspepsia ("digestive issues"), fibromyalgia ("fibromyalgia / other injury(ies) or complication please describe: fibromyalgia"), menstrual disorder ("menstruation issues") and gastrointestinal disorder ("disorder gastrointestinal disorder gastrointestinal"). The patient was treated with duloxetine hydrochloride (cymbalta), nsaids and surgery (laparoscopic salpingectomy bilateral). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain and arthralgia was resolving and the dyspepsia, fatigue, nausea, weight increased, fibromyalgia, menstrual disorder, vaginal haemorrhage, heavy menstrual bleeding, gastrointestinal disorder, depression and anxiety outcome was unknown. The reporter considered anxiety, arthralgia, autoimmune disorder, depression, dyspepsia, fatigue, fibromyalgia, gastrointestinal disorder, heavy menstrual bleeding, menstrual disorder, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: trailing coils: right- 0 and left-5 plaintiff was planning for removal of esuure due to esuure caused injury but she stated that she had no money and definite plans for removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Diagnostic results: on unknown date essure confirmation test should total bilateral occlusion. Batch number: 686078 expiration date: 2012-11 manufacture date: 2009-11. Batch number: 646507 expiration date: 2012-05 manufacture date: 2009-05. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received: " previously reported event severe pelvic pain, pain made intervention required due to surgery." Essure removal date added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain, pain') and autoimmune disorder ('autoimmune diseases') in a 32-year-old female patient who had essure (batch no. 686078, 646507) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device placement issue "trailing coils: right- 0". The patient's previously administered products included for an unreported indication: birth control pill from 1998 to (B)(6) 2010 and yasmin. Past adverse reactions to the above products included contraception with birth control pill; and mood altered with yasmin. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2010 for joint pain and nausea. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced fatigue ("fatigue"), 3 months after insertion of essure. In (B)(6) 2010, the patient experienced nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"). On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and arthralgia ("joint pain"). On (B)(6) 2012, the patient was found to have weight increased ("weight gain / weight gain / loss (specify which one) weight gain"). On (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), dyspepsia ("digestive issues"), fibromyalgia ("fibromyalgia / other injury(ies) or complication please describe: fibromyalgia"), menstrual disorder ("menstruation issues") and gastrointestinal disorder ("disorder gastrointestinal disorder gastrointestinal"). The patient was treated with duloxetine hydrochloride (cymbalta), nsaids and surgery (laparoscopic salpingectomy bilateral). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain and arthralgia was resolving and the dyspepsia, fatigue, nausea, weight increased, fibromyalgia, menstrual disorder, vaginal haemorrhage, heavy menstrual bleeding, gastrointestinal disorder, depression and anxiety outcome was unknown. The reporter considered anxiety, arthralgia, autoimmune disorder, depression, dyspepsia, fatigue, fibromyalgia, gastrointestinal disorder, heavy menstrual bleeding, menstrual disorder, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: trailing coils: right- 0 and left-5 plaintiff was planning for removal of esuure due to esuure caused injury but she stated that she had no money and definite plans for removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Diagnostic results: on unknown date essure confirmation test should total bilateral occlusion. Batch number: 686078 expiration date: 2012-11 manufacture date: 2009-11. Batch number: 646507 expiration date: 2012-05 manufacture date: 2009-05. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 29-jun-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.